Manufacturer narrative:
8 of 15. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005471919.

Event description:
End user reported using 15 of 30 catheters that 'all feel like they are sticking the length of his urethra upon removal'. He stated he ordered these from his supplier and reports these from this box all feel like they are sticking upon removal from his urethra. Additionally, he stated he feels this the length of his urethra upon removal and especially noted by the upper portion of catheter near the funnel. He reported this "sticking" upon removal at most creates discomfort with use upon removal. No further harm was reported.

Manufacturer narrative:
Investigation: this complaint has been evaluated. Investigation findings: · coating process review: personnel were properly trained and equipment functioned normally. Coating application met specifications, and factory inspections showed no defects. Retained sample tests ((B)(4) units) confirmed coating height and hydration levels met standards. Friction tests showed proper coating reduced resistance, but uncoated sections had 50x higher friction. · water bag process review: · production and inspection records were normal. · no abnormalities found in packaging process. · water infiltration levels within required range. Final conclusion · no production defects identified. · possible cause: individual anatomical variations may lead to uncoated catheter sections contacting the urethra, increasing friction. · due to lack of user-provided physical samples or images, root cause remains unclear. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, (B)(4). Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.